Event description:
It was reported, "the inner sterile blister pack was stuck onto the outer blister pack so therefore, when the scout nurse opened the implant, the inner blister was no longer sterile as it hit the nurse's hand, the inner blister then had to be opened onto the scrub nurses trolley and the foam was also stuck onto the inner blister."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.